Event description:
It was reported that a patient underwent a successful balloon kyphoplasty procedure at levels t11 and l1. In addition, the patient also underwent an open corpectomy of t12, replacing the vertebral body with a cage. During the balloon kyphoplasty procedure, there was bone cement extravasation noted at level l1. Post procedure, the patient was unable to move her feet. The physician found an epidural hematoma posterior to the cord in the area of the open corpectomy. There was no bone cement in the spinal canal. The patient remained paraplegic. No additional information was reported.

Manufacturer narrative:
Method: device not returned; followed up with company representative.